Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in two pieces. An external insulation abrasion was found at 40.5 ¿ 40.8 cm from the distal tip breaching the outer insulation and exposing the outer coil, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.